Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the ultrasonic surgical device had a bottom jaw that fell off the device. The device component fell outside the patient's body. The issue occurred during an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Event description:
The issue occurred in the middle of a therapeutic laparoscopic hysterectomy procedure. There was a three to five minute delay to the procedure reported, while the device was exchanged.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation, and updates to fields b5, d9, and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The event can be detected by following the instructions for use which state: be sure to perform the preparation and inspection described in this chapter before use. Also, inspect the ancillary equipment to be combined with the thunderbeat instrument according to the instruction manuals for the equipment. Should any irregularity be observed with the thunderbeat instrument, do not use it. Inspect it as described in chapter 8, ¿troubleshooting¿ in the instruction manual for the ultrasonic generator. If the irregularity is still not resolved after troubleshooting, contact olympus. Using the thunderbeat instrument while any irregularity is observed may cause malfunction and may injure the surgeon, surgical staff, and/or patient. Olympus will continue to monitor field performance for this device.